Event description:
I had mcghan silicone 280cc breast implants in (B)(6) 2003. I was assured that they were safe. Over the last two years, I have suffered from extreme fatigue, numbness down my right forearm. White fingers and toes in cooler weather, headaches, memory fog, chest pain and lower back pain, aching joints and anemia. I believe that the symptoms were caused by my breast implants toxicity as well as clinically diagnosed capsular contracture grade 3/4. Two MRI scans and an ultrasound scan showed intracapsular rupture of the right implant. I asked my private surgeon for explanation including en bloc procedure and capsulectomy which he carried out on (B)(6) 2015. Since removal, my symptoms have greatly improved and some have disappeared. I feel that the risk of ill health from both silicone and saline poisoning from the implants should be made more assessable to the general public before they go under the knife and start to suffer from breast implant illness after implantation. Sometime symptoms can take years to develop so the previous studies that only lasted three years are not relevant in reporting that these devices are safe. Further studies and tests need to be performed long term in order to gain the correct amount of risk to health involved.